Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-99302.

Event description:
It was reported that the customer had unexplained high blood glucose and a seizure at the school. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 438 mg/dl. Caller stated that the customer's transmitter was not communicating with the insulin pump. Nothing further was reported.